Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 343 mg/dl with chest pain and an intermittent power issue was experienced. No damage or moisture to the battery compartment or cap was noted by the reporter. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported serious health event was attributed to a reported pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/11/2016-product analysis: the device was returned and evaluated by product analysis on 02/01/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The total daily dose history was appropriate for the user programmed deliveries. Data relevant to the complaint event date was overwritten due to continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. A battery cap was not returned; a test cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).